Event description:
It was reported that the patient felt no stimulation sensation and experienced a loss of therapeutic effect. Impedance measurements over 20 ,000 ohms were seen on electrodes 6 and 7. Impedance measurements over 10,000 ohms were seen on electrodes 4-7 and 8-15. It was noted that the patient was programed with electrodes 6 and 7. After the lead configuration was reprogrammed, coverage was recaptured.

Manufacturer narrative:
(B)(4): lead model 3998, lot# v131835, implanted: 2010-(B)(6), explanted: na; lead model 3998, lot# v131835, implanted: 2010-(B)(6), explanted: na; extension model 3708220, serial# (B)(4), implanted: 2010-(B)(6), explanted: na; extension model 3708220, serial# (B)(4), implanted: 2010-(B)(6), explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4); anchor model 3550-39, lot# n233462, implanted: 2010-(B)(6), explanted: na.